Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The robot was used to measure the inclination and version after the surgeon manually impacted. The surgeon stated that he placed the cup close to 25 degrees version however the robot read 37 degrees versions. Therefore the robot was off by 12 degrees version. The surgeon felt like his degree inclination and the robot's degree inclination were correct and had no issues with regards to inclination.

Manufacturer narrative:
Reported event: an event regarding a bone registration issue in which the version neutral did not match the planned value involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 409 found quality inspection procedures and the pt review successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding bone registration issue, version neutral not as planned. There were no other reported events for the listed catalog number. Conclusion: the session data from the case was reviewed. An analysis of system verification values and bone registration was reviewed. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The robot was used to measure the inclination and version after the surgeon manually impacted. The surgeon stated that he placed the cup close to 25 degrees version however the robot read 37 degrees versions. Therefore the robot was off by 12 degrees version. The surgeon felt like his degree inclination and the robot's degree inclination were correct and had no issues with regards to inclination.